Event description:
It was reported that the patients ipg was unable to charge fully and was not holding a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. No device malfunction was suspected.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1132, (sn: (B)(6)). The explanted ipg was returned and was analyzed. The allegation of ipg unable to charge was confirmed. The ipg passed visual inspection. However, a piece of the lead was stuck inside of port b and was unable to be removed. An analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times. The ipg was able to be fully charged in a room temperature environment (cis lab) in one four-hour charge cycle without any anomalies. The charging current is also low on charge cycles where the patient was not able to fully charge the ipg. No damage was observed to the ipg although it was stated that electrocautery was utilized during the explant procedure. Therefore, this investigation will be assigned a probable cause of failure to follow instructions. The ipg thermistor was likely being triggered due to poor ventilation while charging or poor charger-ipg alignment while charging.

Event description:
It was reported that the patients ipg was unable to charge fully and was not holding a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. No device malfunction was suspected.